Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14356. It was reported that post-operative check revealed that the right atrial lead was dislodged. There was also loss of capture noted on the right ventricular lead. The patient was taken to the catheterization laboratory and both the leads were successfully re-positioned. The patient was in stable condition prior, during and post procedure.